Event description:
It was reported that during a system changeout procedure, noise was noted on the atrial lead. The lead was explanted and replaced as planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.